Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced severe pain, complex dense adhesions, hernia recurrence, and seroma formation. Post-operative patient treatment included revision surgery and mesh explant.

Manufacturer narrative:
Additional info: h6 (patient codes, ime e2402: labs abnormal for wbc, ileus, leukocytosis). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced severe pain, complex dense adhesions, hernia recurrence, seroma formation, labs abnormal for wbc, ileus, small bowel obstruction, dilated loops of small bowel, fluid collection, staph, inflammatory stranding, superinfection, fibrosis, foreign body giant cell reaction, nausea, vomiting, abdominal pain, leukocytosis, diarrhea, serosanguinous drainage, abscess, purulent fluid, bleeding tissue, non-healing abdominal wound, scar tissue, & weakness. Post-operative patient treatment included revision surgery, mesh explant, x-ray, CT scan, use of jp drains, PICC line placement, hospitalization, ng tube, antibiotics, use of abdominal binder, IV fluids, pain medication, anti-nausea medication, CT guided seroma drainage, incision & drainage of seroma, tissue debridement, wound vac, partial abdominal wound closure, physical therapy, exploratory lap, & lysis of adhesions.

Manufacturer narrative:
Additional info: a4, b2 (added life threatening), b5, b7, h6 (patient codes, imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced allergic reaction, fistula, life threatening infection, severe pain, complex dense adhesions, hernia recurrence, seroma formation, labs abnormal for wbc, ileus, small bowel obstruction, dilated loops of small bowel, fluid collection, staph, inflammatory stranding, superinfection, fibrosis, foreign body giant cell reaction, nausea, vomiting, abdominal pain, leukocytosis, diarrhea, serosanguinous drainage, abscess, purulent fluid, bleeding tissue, non-healing abdominal wound, scar tissue, weakness. Post-operative patient treatment included revision surgery, mesh explant, x-ray, CT scan, use of jp drains, PICC line placement, hospitalization, ng tube, antibiotics, use of abdominal binder, IV fluids, pain medication, anti-nausea medication, CT guided seroma drainage, incision drainage of seroma, tissue debridement, wound vac, partial abdominal wound closure, physical therapy, exploratory lap, lysis of adhesions.